Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported blood glucose value of 700 mg/dl. The customer was hospitalized because of the pump and was treated for hyperglycemia and diabetic ketoacidosis with manual injection. The customer also experienced symptoms of feeling sick/unwell, tiredness/weakness, and extremity pain/cramps during hospitalization. The event involved product(s) mmt-1884, unomedical, mmt-332a. Troubleshooting was partially performed. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor updating/sg value not available alert noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail and pillowing keypad overlay. The customer applied adhesive to the belt clip rails. No damage noted on the belt clip rails. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 13-jul-2025 listed on smartsolve due to insufficient data in the trace/history files on the primary svn (B)(4). On the primary svn (B)(4) and related svn (B)(4), perform the history review 1 week prior to the event date 13-jul-2025 in the pump history file and found 1 lostsensor1alert (780) on (B)(6) 2025, 2 lostsensor1alert (780) on (B)(6) 2025, 2 lostsensor1alert (780) on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 22:04:00.000, 2 sensorerroralert (801) on (B)(6) 2025, and 4 sensorerroralert (801) on (B)(6) 2025 the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed (sensor updating /sg value not available alert not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.